Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. The left ventricular lead exhibited high capture thresholds during positioning. The physician exchanged the lead during procedure on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece measuring 86.5 cm. Visual and x-ray examination found no anomalies. No conductor fractures or internal shorts were noted. The reported event of high capture thresholds was not confirmed.